Event description:
The user reported the device alarmed "instrument malfunction" as intended when the device was in use. Biomed determined that the unit was found to have lost or corrupted data in rate and pressure cal figures. There was no pt consequence.